Event description:
Caller reported cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level following the event. Cts assisted the caller by providing complete pump reset information and guided them through resetting the pump, which resolved the error, allowing the caller to successfully start their sensor session.